Manufacturer narrative:
(B)(4). This complaint was for a report of a leak in the patient extension line. The patient stated that a sharp object fell on the extension line; however, when he started therapy there were no signs of leakage. Leak was then observed in dwell 1. The complaint was not confirmed and the cause was not identified because the sample was not returned for evaluation. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4)

Event description:
A customer contacted baxter's technical service center regarding having a hole in the patient line extension. The patient line extension was leaking. The technical service representative (tsr) assisted the hp with ending therapy. The tsr advised the home patient (hp) to notify the peritoneal dialysis nurse. There was no patient injury or medical intervention reported. During follow up by baxter, the home patient (hp) stated that the issue was resolved by starting over with new supplies. The hp said that a sharp object (hp could not report what object was) had fallen on the patient line. The hp started therapy and there were no signs of leakage. The hp had moved the patient line and then detected a leak while in dwell 1. The hp verified that there were no loose connections and disconnections on the supplies. The hp stated that he was doing fine and continuing therapy without issues.